Event description:
It was reported that during an intravenous access device placement procedure, the guide wire coating detached. The intended location for placement of the intravenous access device (ivad) was the subclavian artery. Vascular access was obtained via the left subclavian artery (sca). A 035/150 zipwire hydrophilic guide wire was advanced and placed at the sca without difficulty or resistance. However when the physician tried to introduce the zipwire further into the sca it became lodged within the sca. Under fluoroscopy, the distal end of the zipwire appeared to be knotted and when retracted the coating on the tip of the zipwire came off. It was clearly identified under fluoroscopy that the coating from the tip of the zipwire was lodged in the sca. The remaining portion of the zipwire was removed. Physician consult was performed, and it was decided to leave the detached zipwire coating as is. The procedure was not completed due to this event. No patient complications were reported.

Event description:
It was reported that during an intravenous access device placement procedure, the guide wire coating detached. The intended location for placement of the intravenous access device (ivad) was the subclavian artery. Vascular access was obtained via the left subclavian artery (sca). A 035/150 zipwire hydrophilic guide wire was advanced and placed at the sca without difficulty or resistance. However, when the physician tried to introduce the zipwire further into the sca it became lodged within the sca. Under fluoroscopy, the distal end of the zipwire appeared to be knotted and when retracted the coating on the tip of the zipwire came off. It was clearly identified under fluoroscopy that the coating from the tip of the zipwire was lodged in the sca. The remaining portion of the zipwire was removed. Physician consult was performed, and it was decided to leave the detached zipwire coating as is. The procedure was not completed due to this event. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the specimen the specimen was received trimmed to a length of 13.95cm with approximately 9.30cm of core wire exposed due to cut damage to the polymer jacket material and a corresponding portion of the jacket material is missing. The cut damage appears to originate 9.80cm from the exposed distal end of the core wire. The specimen presents a kink located 2.85 to 2.90cm from the exposed distal end of the core wire. The specimen also presents a large radius spiral bend over the distal 9.5cm of the segment. The specimen presents dried blood-like material imbedded within the coating, on the cut surface of the polymer jacket material and on the exposed core wire surface. The specimen coating appears visually and tactilely consistent when examined unaided, and wet. After allowing it to dry out, when examined unaided, the visual and tactile surface appearance of the specimen is acceptable per the inspection criteria. Microscopically the specimen coating appears to be smooth and consistent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).